Manufacturer narrative:
Result: calf support assembly. Conclusion: parts have been ordered and the bed will be repaired.

Event description:
It was reported by service report that the foot right calf support was damaged and not functioning correctly. The customer could not determine whether there was pt involvement or if adverse consequences occurred.